Manufacturer narrative:
Manufacture dates: (B)(4)2017 - (B)(4)2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI:(B)(4). Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to prime a clearlink continu-flo solution set. The lactated ringer¿s solution would not flow past the first y-port of the tubing set while priming. As a result of being unable to use this product, a new product was used and the tubing was primed without any problems. The reported issue was found prior to patient use during priming of the product. There was no patient involvement. No additional information is available.